Manufacturer narrative:
All information was investigated, and the reported difficult to open or close ¿ gripper actuation, entrapment of device - clip caught on chordae and difficult or delayed positioning - leaflet grasping could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on information provided, the reported entrapment of device associated with the clip becoming entangled in the anatomy resulting in gripper actuation issue (difficult to open or close) and difficult or delayed positioning associated with leaflet grasping appears to be related to patient and procedural conditions (left atrium dilatation, prolapsed and flailed posterior leaflet and the sgc damaging the atrial septum making the height shorter than expected). Unspecified tissue injury of the chordae tendineae and foreign body in patient appear to be related to procedural conditions and due to the clip becoming entangled with the anatomy and the clip getting deployed with one leaflet in chordae. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Mitraclip xtr (lot: 40102r2001) was chosen for implantation utilizing steerable guide catheter (sgc) (lot: 40118r1053). It was difficult to cross the femoral vein and the atrial septum when advancing the sgc. Mitraclip xtr (lot: 40102r2001) was implanted successfully. Second xtr (lot: 40102r2007) was then attempted to be implanted. Trajectory was adjusted. When attempting to grasp the leaflet, the clip between entangled in the chordae. Multiple attempts were made but the clip could not be freed. The grippers were attempted to be lowered, but the posterior gripper would not lower. Multiple attempts were made but the gripper could not lower. The clip was closed and deployed in place with one leaflet in chordae. Chordal damage was observed. The sgc was removed and the soft tip was observed to be bent. It was thought that the sgc had damaged the atrial septum making the height shorter than expected. The procedure ended with mr reduced to grade 2-3.